Manufacturer narrative:
Additional patient identifier reported as (B)(6). A product investigation was performed. The returned screwdriver was found to be broken at the distal tip. One of the 6 faces of the hex tip is missing. The remainder of the tip is worn, cracked and deformed. Unrelated to the complaint the handle has multiple impact marks. The cannulation of the screwdriver at the broken end could not be accurately measured due to the deformation. Review of the DHR shows no issues with the material or hardness of the device lots. The complaint was confirmed. A functional test, and therefore replication is not applicable as the device was already broken. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. No definitive root cause was able to be determined. The broken screwdriver is likely related to rough handling as evidenced by the impact marks on the handle. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: manufacturing date: 17.04.2014. Manufacturing location: (B)(4). Business group: (B)(4). Device article nr 314.050 is a batch number controlled product, therefore no service history record review is possible. Device history record review result below. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final products manufactured in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a surgery a surgeon was placing the screws on the head of the femur when the screwdriver broke. Also, at the same time when the surgeon used the drill bit this also broke, generating a delay of two (2) hours in the surgery due to the change of anesthesia procedure. There are 2 devices in this complaint. Concomitant devices reported: screws (part number unknown, lot number unknown, quantity 1). This report is 2 of 2 for (B)(4).